Event description:
Correction: post-dilatation was not performed after the balloon ruptured during deployment of the 3.0 x 18mm implant.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion located in the left circumflex (lcx). An unspecified bare metal stent was implanted; however, in 2012, the bare metal stent developed in-stent restenosis and a non-abbott drug eluting stent (des) 2.5 was implanted. On 12/10/2014, the patient returned with in-stent restenosis. Pre-dilatation was performed using a drug eluting balloon with residual stenosis less than 40%. An implant 3.0x18 was deployed overlapping with the non-abbott drug eluting stent at 13 atmospheres; however, the balloon ruptured. The imaging technique used to measure the lesion stenosis/lumen diameter pre and post implant deployment was intravascular ultrasound. Post-dilatation was performed with an unspecified 3.0mm balloon catheter. There was no adverse patient sequelae or clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.